Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found inside-out insulation abrasion at 54cm from the connector pin. The outer insulation abrasion at 5.9cm from connector pin was due to friction to ICD can.

Event description:
It was reported that during device change out, an x-ray showed that one of the conductor coils was outside the lead body. The electrical measurements were within specifications. The lead was explanted.